Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer's husband states both the left and right tilt lockout collar have fallen out.